Manufacturer narrative:
The device was returned to the MFR for repair and eval. The service record indicates that the device was manufactured on 1/31/2012 and has no repair history at zimmer surgical. Eval of the device observed excessive wear and erosion of the surface material along the leading edge of the head. The ears of the head were worn. Also, there was noted damage to the head of the device. Customer did not return any width plates or blades for eval. No observations of the width plates could be made; however, over-tightening of the width plates and blades to the head could have caused the erosion of the surface material along the leading edge of the head. Improper handling by the user most likely caused the wear to the head of the unit, which most likely caused the customer's reported event. The device was serviced and returned to the customer.

Event description:
It was reported during cleaning that the coating was starting to peel off where the blade that is attached to the zimmer air dermatome ii. There was no report of pt injury associated with the event.